Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had sticking buttons and had a crack in the casing. The caller stated that the crack started from the top-right corner to the back of the insulin pump's screen. The caller did not know the blood glucose reading at the time of the crack, but the blood glucose reading at the time of the keypad issue was 8.0 mmol/l. She stated that she dropped the insulin pump often due to the nature of her job. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump passed the self test and no vibration anomaly was noted.